Manufacturer narrative:
On 4/9/2021, a manufacturing record evaluation was performed for the finished device 7443224 number, and no non-conformances were identified. In addition, the patient was not involved in any breast implant studies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast reconstruction primary with mentor cpx 4 breast tissue expander with suture tabs 550cc and suffered from a deflation on the right side. As a result, the patient had undergone removal and replacement with silicone breast implant on (B)(6) 2021.